Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant bifurcate stent graft system was implanted in the endovascular treatment of a unknown sized abdominal aortic aneurysm. It was reported that approximately 8 years and 5 months post implant the patient had a ib endoleak of the left limb. Intervention was performed and the physician placed coils behind the limb of the graft and the endoleak appeared to be resolved. Approximately 5 months later, the patient presented with a ruptured aneurysm. The patient was reported as very unstable. There appeared to be ia endoleak observed on angio and an endurant aortic cuff was implanted. An endurant limb was being prepped to be implanted next but as this was being done, the patient became pulseless. CPR was performed but the patient did not respond and the patient expired. As per the physician the cause of the endoleaks are unknown. The cause of the rupture was reportedly due to the ib endoleak. No additional clinical sequalae were reported and the patient is expired.